Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.

Event description:
Approximately 8 years and 7 months post (off-label) tmvr valve in valve using a 26mm sapien xt valve (inside a preexisting surgical valve) implant, the patient underwent a redo and valve-in-valve-in-valve with a 23mm sapien 3 due to stenosis of the sapien xt valve, calcification resulting in leaflets fusion and immobility of the sapien xt valve. The implant was successfully completed. The patient is doing well and has been discharged home.

Manufacturer narrative:
The 26mm sapien xt valve was not returned for evaluation as the valve remains in the patient. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. The complaint for a calcified valve was unable to be confirmed as medical record and/or relevant imagery was not provided for evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. It should be noted that the thv was implanted in mitral position (with pre-existing surgical valve) for this case. The sapien xt with the novaflex+ delivery system (ds) was indicated for native aortic valve, and surgical bioprosthetic aortic valve replacement only at the time implantation. So, it was considered off-label for mitral position. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for "valve-calcification" and "post implantation calcification" did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, the patient has a history of valve stenosis, which would potentially increase the risk to develop re-stenosis due to the patient conditions (e.g. Ckd, hyperlipidemia, diabetes and etc.). In this case, available information suggests that patient factors (re-stenosis) may have contributed to the reported event. The technical summary is applicable as the reported event was related to patient factors. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.